Event description:
During the procedure to apply a dfs distal radius fixator, the drill bit broke off in the pt's bone. The drill bit piece was left in the pt's bone. The procedure was completed using another drill bit without further incident.